Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a multiple cubies failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a multiple cubies failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn 16040690 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 16040690 was performed from the date of manufacture, 29-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie pocket in drawer 1.2 was not detected. A field service engineer contacted the customer, and the customer confirmed that the failures had been resolved by replacing the affected cubies. The fse followed up with the customer after two days to check for any issue recurrence, and the customer reported that they were not aware of any further issues. The system functioned as intended after the customer resolved the issue. (B)(6).